Event description:
During first procedure of day-this new unit did not maintain sufficient power to do procedure properly. Serviceman present in hospital - able to maintain power to finish procedure. Seven additional cases cancelleddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.